Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery loss and low battery alarms due to blank display. Also, received with moisture damage on the motor and force sensor. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by the medtronic that the insulin pump had replace battery alarm with prior low battery. Customer reported that they secondly received low battery alarm prior to replace battery alarm. Customer did change the battery with three brand new batteries. Contact on the battery cap was not missing. Customer also reported failed battery issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.